Event description:
It was reported that an unspecified quantity of large volume infusors under infused. The devices were filled with benzylpenicillin 14.4g in 240ml sodium chloride. This was further described as ¿after 24 hours of infusion a substantial volume of liquid has been left remaining in the device (estimated half of the device¿s original volume)¿. The access was via pic line 4fr single lumen PICC (peripherally inserted central catheter). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: this events occurred during unspecified dates of october 2022. The customer reported two potential lot numbers: 22d017 and 22d025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the potential lot # 22d017 was manufactured from april 13, 2022 - april 15, 2022. H4: the potential lot # 22d025 was manufactured from april 18, 2022 - april 20, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.